Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which failed to unfold correctly in the optic after implantation. It was stated that the haptics were touching one another as well as the body of the lens. In addition, it was reported the lens had to be "nudged" with manipulators before it could open correctly in the optic. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.